Event description:
It was reported that patient was admitted to hospital on (B)(6) 2026 due to an external electrical shock. A review of log files only showed some clusters of pulsatility index (pi) events and routine events. There were no adverse alarm conditions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.